Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender and weight have not been provided by the customer. Per results of investigation, carefusion service technician was unable to duplicate ¿unit did not alarm when oxygen was disconnected¿. All testing performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 144 hour extended test using the customer¿s settings. The ventilator also passed ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. The ventilator is not designed to alarm when the oxygen is disconnected from the ventilator. Review of event trace revealed multiple ¿o2 low1¿ conditions ranging from (B)(6) 2015 due to supplied oxygen source being less than the required 35 pounds per square inch (psi).

Event description:
The customer reported model lap top ventilator 1000 did not alarm when oxygen was disconnected. The ventilator was on a patient at time of incident. Upon further investigation, the customer reported no patient injury or allegation of patient harm.